Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had their ins device removed about 8-10 years ago because it caused pain at the ins location. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that their pain issue resolved with the device removal. The patient did explain that the device was placed in a pocket location in the lower buttocks where they have not fatty tissue (¿buttocks was flat¿) which caused the pain. There was no place for it to go where it would be protected without hurting them. They mentioned that they kept telling them not to place it there but they did anyway. They indicated that the device itself did not cause their pain ¿ just the location where it was placed. The patient reported that the device did work for the first month but then it shifted which result in it not controlling their bladder, discomfort, and controlling their anal area (which was not what the device was implanted for). There were no further complications reported or anticipated.

Manufacturer narrative:
Patient provided a range of weight between (B)(6) to (B)(6) pounds. If information is provided in the future, a supplemental report will be issued.

Event description:
Further follow up information received from the patient reported that they no longer had any pain at the site. However, they stated that they did not believe the pain was because of the device but where it was placed. They did not believed it was the fault of the device. It was put in a very small spot in the patient¿s buttock where they had no fat ¿or anything¿ because they had a ¿flat butt¿. The patient stated that they thought it would still work there but it hurt there the whole time the device was implanted because of it. The patient was told that there needed to be a fatty pocket in the buttock and they did not have any. In the beginning, the device worked but in a ¿very small spot where they put the device¿ it shifted which caused it to no longer work for them. This was why the patient had it removed. There were no further complications reported or anticipated.